Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulty and stent movement on balloon occurred. The target lesion was located in the right coronary artery. After a 6fr mach 3.5 guide catheter was placed in the lesion, a 4.00x20mm promus premier¿ drug-eluting stent was advanced through the guide catheter but it was unable to further advanced to the lesion. The physician decided to remove the stent delivery system (sds) and to perform another dilation. However, the sds would not come back into the guide catheter and the stent was started to come off from the sds balloon. The physician had to deploy the stent in a more proximal location and deployed another stent in the appropriate location and the procedure was completed. No patient complications were reported and the patient's status was fine.